Event description:
Additional information received reported the pipeline did not move, just only after the tip end was opened, it partially retracted after it was fully opened. The position of the anchor point was not very good, so it was retrieved again. It was planned to find a suitable position to anchor it again, but found that the stent was dislodged. There was no catheter kickback. The catheter had a slightly flattened tip. There was a little bit of friction or difficulty during delivery or positioning, but no movement. The pushwire was not rotated or pulled back at anytime during the procedure.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361) as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. The pipeline flex device was returned outside the marksman catheter. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be kinked at 26.5cm from distal end. The marksman catheter tip and marker were examined; and was found to be flattened. No other anomalies were observed. Testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline flex and marksman catheter were confirmed to have resistance during delivery as the pipeline flex braid and marksman catheter were found to be damaged. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. It appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. The marksman catheter is compatible to use with pipeline flex, the patient's vessel tortuosity was moderate. Which eliminates these factors out as potential causes. However, based on the analysis finding, the pipeline flex could not be confirmed to have device open prematurely as the distal and proximal ends of pipeline flex braid were found fully opened. Possible causes include resistance during delivery, high force delivery, operator did not have sheath properly seated in hub of microcatheter, over-manipulation, pushwire was torqued/pulled back during insertion or advancing ped inside microcatheter, and user resheaths device more than 2 times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that after the tip end was partially opened, the anchor point was not in the right position, and the stent was retrieved and unloaded. It was not related to the resistance of the catheter, and the whole stent was withdrawn. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire.

Event description:
It was reported that during an aneurysm blood flow diversion therapy for an unruptured saccular aneurysm located at the left posterior communicating artery segment of the internal carotid artery, a pipeline embolization device and the marksman microcatheter were used. The catheter reached the distal end of the diseased blood vessel, and upon attempting to deploy the pipeline embolization device, a deviation in the anchor point position was observed. The stent opened only about one-third before the retrievable point, and upon retrieval, the stent was found to be separated from the coil and had detached from the delivery system. The microcatheter and stent system were retrieved together. Catheter tip wear and deformation were noted at the distal location. A new microcatheter and a new pipeline embolization device were used, resulting in successful stent deployment with good wall apposition, and the procedure was completed smoothly. Angiography revealed immediate postoperative intra-aneurysmal contrast agent retention. No patient complications have been reported as a result of this event. The patient's vessel tortuosity was moderate. The access vessel was the femoral artery, which was 7 mm in diameter. The aneurysm max diameter was 8 mm, and the neck diameter was 9 mm. The lading zone was 4.0 mm distal and 4.25 mm proximal. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 228970547). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.